Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
A representative reported, the patient presented for assessment, refill, and reprogramming on (B)(6) 2014. The pump showed a reservoir volume of 0.0 ml. The low reservoir alarm occurred on (B)(6) 2014. The empty reservoir alarm occurred on (B)(6) 2014. The patient made no complaints of withdrawal symptoms. The patient confirmed mild itching in legs and chest. They added their botox was due tomorrow. The patient also mentioned a tingling feeling in their legs for the last three days. The pump was refilled and the rate was decreased by 10%. The patient was alive with no injury. It was further noted that both non-critical and critical alarms were tested at the appointment and both sounded properly. The medication infused was lioresal. The next day, a representative reported that the pump was empty because, the refill appointment had been scheduled incorrectly. The patient had resumed therapy with no reported complaints.